Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the distal left circumflex coronary artery. It is noted that resistance was met with insertion of the balloon catheter. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 15/1.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.